Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) reported that with the air sensor off and not attached to anything, it was detecting bubbles. The ccp stated this has been an ongoing, intermittent issue. The unit will sometimes work just fine and at other times not. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.